Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The reported complication is post-operative or patient-specific factor that developed due to biomechanical loading, patient adherence to rehabilitation protocols, comorbidities, biological healing response, rather than device performance or malfunction of the ibalance hto system.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/10/2025 it was reported via email by arthrex regulatory that after reviewing a clinical study they discovered that a patient had developed complications following a procedure using the ibalance hto system in 2020. It was noted that a delayed union and lateral cortex violation (aka lateral hinge fracture) occurred in the patient, who, of note, also had been diagnosed with type ii diabetes, morbid obesity, and was a former smoker.